Event description:
The customer reported the system technique is ramping up to maximum with no video being displayed on monitor. There was problem wit the cable. No pt injury was reported.

Manufacturer narrative:
The ge service rep verified ac output at 121vac. He pulled ccd camera and during fluoro the output of the image intensifier lights up.